Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during laparoscopic gastrectomy procedure, when the staple closed, the gap between anvil and cartridge was bigger than usual. They then used another reload to resolve the issue, in order to complete the case. There was no patient injury.